Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0b0xv, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient fell and hit her head 2-3 inches away from the lead location. The patient also reported that she was dizzy and had a headache. It was recommended to the patient to go to the ER.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.